Manufacturer narrative:
A review of synthes device history records for lot# p116262 revealed the 1.7 mm cable w/crimp 750m-sterile was manufactured by pioneer surgical technologies. (B)(4). The product conformed to all requirements. The certificate of compliance (c of c) was dated (B)(4) 2012. The (B)(4) parts were released to the warehouse on (B)(4) 2012. (B)(4). The product conformed to all requirements. The certificate of compliance (c of c) was dated (B)(4) 2012. The (B)(4) parts were released to warehouse on (B)(4) 2012. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted and the report indicates: pioneer surgical technologies manufactured the 1.7mm cable w/crimp 750mm-sterile, part number 298.801, lot number p116262. The supplier reviewed the dhrs and determined that the cables were made to specification at the time of manufacturing. The returned cables passed the dimensional inspection as well. Under magnification, it was noticed that there were fractures in the cable but the cause of those fractures is unknown as the cable was uniform and free of voids. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the investigation performed by the supplier, this complaint is deemed indeterminate from a manufacturing position.

Event description:
During a peri prosthetic femur fracture. Surgeon was using a locking plate with cables engaging a cable tensioner with pistol grip. When the tensioner hit 50kg the strands began breaking, final tighten made the cable break. The surgeon repeated the procedure with a new cable and again the cable broke. The third time the surgeon used a regular tensioner not the tensioning gun, successfully. The procedure was delayed approximately ten minutes. It was noted there was no adverse effect to the pt noted. The cable pieces were retrieved. This is 2 of 3 reports.